Event description:
Boston scientific crm received information that the patient stated his device had been explanted, as he no longer needed it and that the physician experienced difficulty removing both the right ventricular (rv) and right atrial (ra) leads, so they were both surgically abandoned. However, it was noted that portions of the rv and ra leads have been returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that two segments of the lead were returned. The first segment is a middle portion that equals 29 cm in length. One end of the first segment was severed and the other end showed stretched coils and a ductile fracture. The second segment is also a middle portion of the lead and equals 35 cm in length. One end of the second segment is severed and the other end also shows stretched coils and a ductile fracture. Both segments were noted to have an extracting stylet inside. It was also noted that the terminal and distal sections of the lead were not returned. Analysis was unable to confirm the field allegation.